Event description:
The tech alleged that they were unable to get a ground reading for the electrical safety test. No pt impact.

Manufacturer narrative:
The tech replaced the power cord to resolve the issue.